Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feeding pump power adapter. The customer reports that the epump power adapter arced at the patient's bedside. The adapter melted and has a hole on the side facing the wall. There was no damage to the epump or patient. The hospital electrician verified the condition of the electrical receptacles on the head wall for the room and found them sound. There is no apparent damage to the system or issue as far back as the breaker for power supply. No patient injury or ill effect.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.